Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient reported that she had stoma drainage and the physician felt it was infected. She was prescribed unknown oral antibiotics for the stoma site infection. On an unreported date, she finished the antibiotics and the stoma site looked better.